Manufacturer narrative:
Citation: dokollari a, et al. Early and midterm clinical outcomes of transcatheter valve-in-valve implantation versus redo surgical aortic valve replacement for aortic bioprosthetic valve degeneration: two faces of the same medal. J cardiothorac vasc anesth. 2021 nov;35(11):3223-3231. Doi: 10.1053/j.jvca.2021.05.029. Epub 2021 may 24. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt) or evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient outcomes of transcatheter valve-in-valve implantation (viv-tavi) compared to redo surgical aortic valve replacement (re-savr) for bioprosthetic valve degeneration. All data was retrospectively collected from a single center between january 2010 and july 2018. The study population included 88 patients (viv-tavi = 31, re-savr = 57), which was predominantly male with an overall mean age and weight of 73.1 years and 75.4 kg. Of these patients, 12 were previously implanted with a medtronic surgical valve (freestyle = 9, hancock ii = 2, mosaic = 1), while 9 underwent viv-tavi with a medtronic evolut transcatheter valve (may have included evolut r or evolut pro). No unique device identifier numbers were provided. Among all 88 patients in the study population, 10 deaths occurred during the study period. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Adverse events associated with medtronic surgical valves: viv-tavi (freestyle = 4 cases, hancock ii = 2 cases, mosaic = 1 case) or re-savr (freestyle = 5 cases) for bioprosthetic valve degeneration or aortic stenosis. Additionally, the authors recorded elevated gradients in patients presenting with degenerated surgical valves prior to undergoing viv-tavi or re-savr. Adverse events that may have been associated with medtronic transcatheter valves: atrial fibrillation; stroke or transient ischemic attack; new permanent pacemaker implantation; patient-prosthesis mismatch; mild paravalvular leak; and surgical aortic valve reintervention for severe paravalvular leak. No additional adverse patient effects or product performance issues were reported.